Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to plug the wall adapter into a working outlet and wait at least 30 consecutive minutes to see if the pump would begin charging, and technical support planned to follow up. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.